Event description:
Litigation papers allege the patient suffers from elevated metal ion levels. Doi: 2008 or 2009. Dor: set for (B)(6) 2012.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Updated information indicates corrosion was found on the trunnion. The medical records indicate the reported corrosion was wiped off the implant. Product and lot code was not provided. A search of the complaints databases and/or review of device history records is therefore not possible. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation papers allege the patient suffers from elevated metal ion levels. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and fluid.